Event description:
A 53 year old male with cardiomyopathy presented for impella support. The user facility reported the patient experienced acute limb ischemia following the placement of the impella. The distal pulses were not found. The physician performed external fem-fem bypass for distal perfusion.

Manufacturer narrative:
The impella device was not returned by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported limb ischemia has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that patient condition was the most likely cause of the limb ischemia. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿